Event description:
Per the clinic, the patient sustained a head trauma at the implant site. It was reported a week following this incident, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with a new device as of the date of this report.